Manufacturer narrative:
The device is not expected to return as it was abandoned. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was left capped due to product performance issues. The patient underwent surgical intervention to replace a pulse generator for a therapy upgrade and it was necessary to replace the lead. Additional information revealed that the lead exhibited loss of capture (loc) and the physician tried to reposition, but after several attempts the lead was stuck in an area where capture could not be achieved, reason why it was replaced. No additional adverse patient effects were reported. The lead is not expected to return as it was left capped.